Event description:
It was reported to boston scientific corporation that a gold probe was used in a procedure performed on (B)(6) 2013. According to the complainant, during the procedure, the gold probe stopped working and attempts were made to resolve the issue but failed. The procedure was completed using a second gold probe. There were no patient complications reported as a result of this event. The patients' condition at the conclusion of the procedure was reported to be good. Attempts to obtain additional information regarding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.